Event description:
It was reported to boston scientific corporation that during a procedure using a solyx single incision sling system, the mesh carrier would not release from the trocar, inside the patient. The physician removed this solyx device and completed the procedure with another solyx single incision sling system. There were no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.